Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. All buttons function properly. No button error alarms noted. However corroded keypad traces noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.